Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the severely tortuous apical branch. A promus stent was deployed in the intended location. The physician advanced the 15mm x 3.5mm quantum maverick balloon catheter to post dilate the stent. The maverick was inflated twice to 20atms, however, during the second inflation to 20atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were listed and the patient's status was reported as "good".

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the severely tortuous apical branch. A promus stent was deployed in the intended location. The physician advanced the 15mm x 3.5mm quantum maverick balloon catheter to post dilate the stent. The maverick was inflated twice to 20atms, however, during the second inflation to 20atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed dried blood and contrast inside the balloon. After the device was soaked in a water bath, two balloon pinholes were located just below the proximal markerband. Tip damage was also noted. No other damages or evidence of material or manufacturing deficiencies were found that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)